Event description:
It was reported that an alert was triggered due to out of range shock impedance measurements when it comes to this right ventricular (rv) lead. A request for review was needed as it was noted that historically the values for this lead had been high normal. Technical services (ts) discussed shock impedance troubleshooting steps for this case. The rv lead remans implanted. No adverse patient effects were reported.

Event description:
It was reported that an alert was triggered due to out of range shock impedance measurements when it comes to this right ventricular (rv) lead. A request for review was needed as it was noted that historically the values for this lead had been high normal. Technical services (ts) discussed shock impedance troubleshooting steps for this case. The rv lead remains implanted. No adverse patient effects were reported.